Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit alarmed motor error during the rewind due to corroded motor home switch. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.